Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information received reported that the pump was "flipped and twisted so catheter was kinked." The pump replacement was scheduled for (B)(6) 2015. It was noted that the morphine had been decreased by 89% and the patient was going to be filled with saline on the day of report. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Event description:
It was reported that the pump was flipped. It was stated that the healthcare provider (hcp) could visually see the outline of side port through the patient's skin and it was coming off to the left instead of the right. The pump system was delivering morphine. (No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
Additional information was received from a hcp. The patient had a pump pocket revision on 2015 (B)(6). Patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had come in for a pump refill, the residual volume was 28cc, the reservoir volume should have been 2.4cc. Also it was noted that the patient had nausea, vomiting, diarrhea ("n/v/d") late (B)(6), which could have been withdrawal. It was unknown if there was a catheter issue. As of (B)(6) 2015, the patient was still awaiting surgery. The patient had other health complications and was on oral morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).